Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2016 with the following findings:the audio bolus button cover was torn and the bolus button slug was missing. The pump powered on to a blank display. The battery compartment was cracked. Leak testing revealed a leak at the audio bolus button. The pump casing was opened and internal moisture damage was found.

Event description:
The pump was returned for investigation. Investigation revealed the following: the audio bolus button slug was missing; the display was blank; the battery compartment was damaged; and there was moisture damage observed inside the pump. This report is made based on results of investigation completed on 05/31/2016.